Event description:
User reported periodic issue that when clinician is using the ecaremanager system, and edits a stop order, under certain circumstances, the wrong medication would be stopped or the continuing administration of a medication that was intended to be discontinued.

Manufacturer narrative:
(B)(4): remote connectivity will be used to evaluate the software at the health system. A follow up report will be submitted upon completion of when the correction/removal number is obtained.